Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The device would not pair with the master pdm and data could not be extracted from the device. The root cause of the reported occlusion alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 306 mg/dl while wearing the pod between 24 and 36 hours. Patient experienced an occlusion alarm during a bolus and removed pod.